Event description:
Caller reported multiple malfunctions on the pump since august 12, 2025, with at least three occurrences of the same issue. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump, and the customer was advised to put the pump into storage mode before returning it and instructed on steps to take upon receiving a replacement pump. The customer will continue to use the current pump until the replacement arrives and acknowledged understanding the instructions provided by technical support.